Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occurrences of elevated blood glucose (bg) levels in the 300's (mg/dl). Reportedly, the customer's bg levels rise over 100 mg/dl after changing the infusion site, and stay elevated for approximately 4 to 5 hours. The customer delivers a correction bolus and then bg level is with target range after 4-5 hours. Review of pump data logs on 2/07/2017 by tandem technical support showed that the customer completed the load steps and resumed insulin without having an extended duration of suspended delivery. Additionally, after changing the infusion site, it was noted that the customer's bg level was slightly elevated. However, the trend that the customer described was not present and that the bg levels fluctuate with average to high bg levels over the course of each day. The following information was relayed to the clinical diabetes specialist for further assistance to the customer on diabetes management.